Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's blood glucose level was 600 mg/dl with high ketones. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Tandem technical support performed a system check and the pump was functioning as intended. The customer declined follow up from tandem technical support to obtain hospital released date.